Event description:
Clinical rationale updated to include death. A 67-year-old male with an indication for impella cp support due to acute myocardial infarction and cardiogenic shock underwent device insertion on (B)(6) 2026 at 5:45 pm via the right femoral artery using a percutaneous approach. A hematoma was noted at the right groin around the impella repositioning sheath, and hematuria was also observed. Clinical staff reported that both findings were present prior to device insertion. The groin hematoma resolved later that evening in the ICU; however, hematuria persisted throughout the patient¿s clinical course. The patient later expired, and the impella cp (sn (B)(6)) was not returned as it had been discharged by the hospital. The event involved recognized procedural and patient specific complications, including hematoma and hematuria. While the patient ultimately expired, no device malfunction was identified, and available evidence does not suggest that the impella system directly contributed to the patient¿s death. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to patient underlying condition. (B)(6) (B)(6) 2026.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information regarding the explant date and the patient outcome. New, corrected information includes: b2: updated to include the patient¿s death and the corresponding date of death. B5: updated to incorporate new information that was not available at the time of the initial report. The revised b5 now provides a complete and accurate event narrative. D6b: updated to include the device explant date. H1: type of reportable event has been corrected to death. H6 (health effect ¿ impact code): previously reported code f12 (serious injury/illness/impairment) has been updated to f02 (death) to accurately reflect the patient outcome.

Event description:
A 67-year-old male presented with an acute myocardial infarction and cardiogenic shock and underwent implantation of an impella cp device (sn (B)(6)) via the right femoral artery using a percutaneous approach on (B)(6) 2026 at 5:45 pm. Prior to device insertion, the patient exhibited a hematoma at the right groin¿corresponding to the impella repositioning sheath access site¿as well as hematuria noted in the urine. The patient remained on impella support at the time of reporting, with survival and patient outcome pending. The device was not removed due to the event, and no device involvement was determined. The pump and introducer are expected to be returned for evaluation. The patient remains on support and follow up is ongoing. Bleeding is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.